Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. On (B)(6) 2024, patient sample was collected. On (B)(6) 2024, the sample was processed per IFU on xpert xpress cov-2 plus. The result was sars-cov-2 positive. This result was reported to a physician. Noted that result had late CT: e 40.1/n2 39.3. Patient was admitted and transferred to another facility on (B)(6) 2024 and discharged from that facility on (B)(6) 2024. While the patient was at this facility, they retested the patient on an unknown platform and got sars-cov-2 negative. It is unknown what type of sample was collected and when the test was performed. On (B)(6) 2024, the facility the patient was transferred to, contacted the lab to inform them that they got a sars-cov-2 negative result. Patient 1 - sample 1 retest- on (B)(6) 2024, the initial sample that was stored refrigerated was brought to room temperature and retested on xpert xpress cov-2 plus. The result was sars-cov-2 negative. This result was not reported to a physician. No amplification seen on this test. Patient was symptomatic for respiratory illness at the time of testing and admitted for pneumonia. Patient was also previously vaccinated against sars-cov-2. Customer is questioning the initial positive sars-cov-2 result. They are aware that the initial sample was outside the recommended storage requirement of up to 7 days at 2-8°c. Initial results were not amended. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. Review of the initial positive result shows n2 and e targets detected (rdrp not detected) with late cycle threshold values. The internal control appears normal. Review of testing of the second sample, tested outside of sample stability claims, on xpert xpress cov-2 plus test showed no targets detected and normal internal control. There is no evidence of product malfunction. Based on this, the likely root cause is sample with viral rna at or below the assay's limit of detection. Due to the analytical limitations when testing samples near the limit of detection, this often results variable detection of the analyte due to reduced reproducibility at such low viral rna concentrations. Cepheid was unable to get the customer to respond and acknowledge the assessment. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. On (B)(6) 2024, patient sample was collected. On (B)(6) 2024, the sample was processed per IFU on xpert xpress cov-2 plus. The result was sars-cov-2 positive. This result was reported to a physician. Noted that result had late CT: e 40.1/n2 39.3. Patient was admitted and transferred to another facility on (B)(6) 2024 and discharged from that facility on (B)(6) 2024. While the patient was at this facility, they retested the patient on an unknown platform and got sars-cov-2 negative. It is unknown what type of sample was collected and when the test was performed. On (B)(6) 2024, the facility the patient was transferred to, contacted the lab to inform them that they got a sars-cov-2 negative result. Patient 1 - sample 1 retest on (B)(6) 2024, the initial sample that was stored refrigerated was brought to room temperature and retested on xpert xpress cov-2 plus. The result was sars-cov-2 negative. This result was not reported to a physician. No amplification seen on this test. Patient was symptomatic for respiratory illness at the time of testing and admitted for pneumonia. Patient was also previously vaccinated against sars-cov-2. Customer is questioning the initial positive sars-cov-2 result. They are aware that the initial sample was outside the recommended storage requirement of up to 7 days at 2-8°c. Initial results were not amended. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.